Manufacturer narrative:
The reported symptoms are consistent with those associated with joystick recall z-2270-2013 that was previously initiated by invacare on 06/04/2013. The serial number of the subject chair indicates that it was impacted by this recall. The recall was issued because invacare identified that there was an insufficient electrical connection between the joystick inductive and the pcb. The defect may result in unintended slowing or deceleration, and on rare occasion, unanticipated and unattended acceleration of the power wheelchair. To correct the issue, the internal inductive connection to the pcb was changed from a mechanical crimped connection to a direct wire connection via a soldering process. Invacare sent an urgent patient safety notification letter to all customers affected by the recall. The customers were instructed to contact their wheelchair provider to have their joystick replaced. However, there is no record that joystick recall was ever done on this chair. On 09/03/2019, the subject joystick was returned to invacare. Based on its serial number, it was confirmed to be within the scope of the recall. The component was disposed, per the recall process. A replacement joystick was sent to the dealer to correct the issue. The subject chair was manufactured by invacare rehabilitation equipment co. (B)(4); however, they are no longer in business. Therefore, the MDR is being filed under invacare (B)(4), which also manufactured these chairs. The m51 has since been obsolete, as of november 2016.

Event description:
The dealer reported that the m51 power chair speeds up and slows down on its own, without any prompting from the joystick.